Event description:
It was reported that device diagnostics resulted in high impedance reading. It was reported that the patient had suffered a fall. It was reported that the patient recently underwent generator replacement and device diagnostics during the surgery were within normal limits. It was reported that the generator was programmed off and x-rays were ordered. The patient was referred for surgery.the patient underwent lead replacement surgery on (B)(6) 2013. The explanting facility does not return explanted devices for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.